Event description:
There was no pt involved in this event. This device malfunctioned because there was no status indicator flashing when device is switched off.

Manufacturer narrative:
The history log for this device showed that it had been successfully installed by the customer on (B)(6) 2014. The pad-pak was then removed. A pad-pak was installed on the (B)(6) 2014 and performed as expected alongside manual power ups to the (B)(6) 2014. The pad-pak was then removed. The pad-pak was reinstalled on the (B)(6) 2014 and performed to specification up to the (B)(6) 2014. A test pad-pak was inserted and passed a self-test. The device powered off with no warnings given however the green status led did not flash. This confirms the reported complaint. During testing the device delivered test therapy sequence without fault and an acceptable measurement was recorded for the test shock. No status led flashed throughout. The device was connected to a test power supply, power cycled and shut down with a low battery prompt and a flashing red status led. This indicates the fault is limited to the green status led. The device was disassembled for investigation. No visual abnormalities were found. Investigation found the reported fault can be attributed to the solder not wetting correctly between the printed circuit board and the membrane tail.